Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that frequent undersensing and some oversensing was noted on the pacing lead. The lead remains in use. No patient complications have been reported as a result of this event.